Event description:
It was observed that during the device inspection, the videoscope exhibited foreign matter on the connector vent cap, light guide connector, angle lever, actuator, up/down plate, forceps lever, and the toric/packing joint of the universal cord/video cable. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization processes. Where no obvious deviations, from instructions for use were identified. Based on the results of the investigation, and although, the foreign materials were confirmed, olympus could not identify the material or specify the cause. Regarding to foreign material in the cable part, it was assumed, that it could not be removed. Even though, reprocessing was performed properly, due to a physical damage of the device. The event can be detected and prevented, by following the instructions for use, which describe the reprocessing methods in the following chapters: chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.